Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginitis. Pregnancy test negative. Previously administered products included for pregnancy prevention: mirena iud from 2010 to (B)(6) 2017. Concomitant products included ketorolac tromethamine (toradol) from (B)(6) 2013 to (B)(6) 2017 and paracetamol (tylenol) from (B)(6) 2013 to (B)(6) 2017. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes) / surgical removal of coils). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-aug-2019: reporter and patient demographics, medical history, historical drug, concomitant drugs were added. Suspect drug indication updated. On (B)(6) 2012, she implanted essure (previously reported as abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression and mental anguish. Updated event physical pain/ pain (previously reported as physical pain), incident category tick, severity and outcome. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain/ pelvic pain') and genital haemorrhage ('general abnormal bleeding') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginitis. Pregnancy test negative. Previously administered products included for pregnancy prevention: mirena iud from 2010 to (B)(6)2017. Concomitant products included ketorolac tromethamine (toradol) from (B)(6) 2013 to (B)(6) 2017 and paracetamol (tylenol) from (B)(6) 2013 to (B)(6) 2017. On (B)(6)2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression/ psych injury") and anxiety ("mental anguish/ psych injury"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes) / surgical removal of coils). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain was resolving, the genital haemorrhage had resolved and the vaginal haemorrhage, menorrhagia, depression, anxiety and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 4-sep-2019: plaintiff fact sheet received. New event: abdominal pain, general abnormal bleeding added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.